Event description:
User related injury. It was reported that a hospital employee alleges that while he was preparing bone cement, upon removing the cap from the vial of liquid, the vial exploded and he received some liquid on him and also received a few drops in his eyes. The sales rep also reports that the hospital employee was treated and was sent back to work. Further, it was reported that it was the sales rep's impression that the event was due to user error.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (user related injury) and product code (lod).